Event description:
5mm rubber washer separated from a trocar and landed in patient's abdominal cavity. Item was fortunately and promptly noted with use of camera scope and removed with use of grasper from patient without adverse outcome to the patient.====================== health professional's impression======================device caused a foreign body that if not seen could have been left in the patient causing infection, etc.